Event description:
The pt underwent implantation of neurostimulation leads for parkinson's disease. During the procedure, the physician made three passes on the right side for lead placement in the subthalamic nucleus and eight passes on the left side for lead placement in the subthalamic nucleus. Approximately two hrs postoperatively, the pt became unarousable and unresponsive. The pt had two hemorrhages, one in the brainstem and one in the left brain. The pt had right sided paralysis. The pt was hospitalized in the neuro intensive care unit. The hcp stated the pt's condition is unchanged and pt is still hospitalized. The pt continued to be unarousable and unrepsonsive with right sided paralysis.